Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia pd cycler set leaked from an unspecified location. This occurred during priming of peritoneal dialysis therapy. The patient stated "the cycler ready to connect when they left the room and when they came back, the line on the second bag came loose". Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.